Manufacturer narrative:
Instrument has been in use for approx 14 yrs. There are no service date codes etched, so it does not appear to have been returned for repair. There are a few scratches on the handle; plating seems worn; the catheter tube is a little loose and there is some discoloration on it; the instrument generally shows signs of long wear. The jaw is broken off on a metal piece that attaches to hinge rendering the instrument non-functional. The condition of the instrument is consistent with damage caused by long usage and possibly mechanical overload.